Manufacturer narrative:
Additional information was added: the lot was manufactured from may 30, 2019 - june 01, 2019. The actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition in both samples. Functional testing was performed in both samples which revealed a leak at the spike port cap in one (1) sample. The reported condition was verified in one (1) sample. The cause of the condition could not be determined. The reported condition was not verified in the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leak was discovered during compounding. There was no patient involvement. No additional information is available.